Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure where tvt was used? The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? What were current symptoms following the index surgical procedure? Onset date? It was reported that ¿?diverticulum ?related to tvt¿. Please advise: -when was the diverticulum diagnosed? -has medical or surgical intervention been provided? It was reported ¿further ix required¿. Have further intervention/investigation been performed or scheduled? If yes, please describe. Does the device remain implanted? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? Please provide a tracking number if the device will be returned for evaluation?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient is experiencing pain from mesh, pus express at repeat cystoscopy, voiding difficulty and previous steroid injection helped. It was also reported that the patient required further ix, no rpt injection and has a diverticulum related to mesh. Additional information has been requested.